Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that a patient underwent bentall surgery with extracorporeal circulation on a hl20. Nearly 3 hours into the operation, the machine suddenly jammed, an alarm sounded and finally stopped working. The patient's heart was still in a state of cardiac arrest, which was life-threatening. The patient was immediately hand-cranked for extracorporeal circulation and the extracorporeal circulation perfusionist and anesthetist in the operating room next door were called to apply an ice cap and brain protection. The faulty pump head was replaced and the patient was successfully rescued. Since the pump stopped during patient treatment and the patient's heart was still in a state of cardiac arrest, which was life-threatening, a report is required. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2025. The failure was not reproducible. The fst cleaned the odu interface on the base and the surrounding area, since it was very strong polluted with priming fluid and clotting blood. The odu pump socket with cabling of the 4 pump positions need to be replaced since it was not possible to clean them completely. However, the customer is not willing to replace the defective part since the affected device will be scrapped. A medical review was performed by getinge medical affairs on (B)(6) 2025 with following conclusion: "the complaint narrative reported an event wherein the roller pump of an hl20 ¿suddenly jammed¿ and subsequently stopped during a bentall procedure. The explanation of the event states that an alarm sounds, but the responses to the questions send from medical affairs appears to be in conflict with the description in the original complaint. That said, it is challenging to state definitively if an alarm was elicited at the time of the event or what the nature of the alarm was (if one, indeed, sounded). Regardless, hand cranking ensued after the pump stop which, assumedly, preserved the blood flow of the patient. Further, the arterial temperature of the patient was cited as 32 degrees (mild hypothermia) which likely afforded the user, and patient, a small physiological cushion while a roller pump replacement was deployed. The negative response from the customer to the question of whether ¿debris, artifact, litter, etc.¿ was present in the roller pump raceway may lead to possibility of a tubing jam in the raceway. The customer stated that silicone tubing was used in the arterial pump position which has been implicated in jamming of roller pumps (i.e., peristaltic pumps) due to extreme flexibility and nature of silicone compared to polyvinyl chloride (pvc tubing). As the pump draws fluid into the raceway, tension is applied to one side of the tubing which may result in gathering of the silicone tubing the raceway thereby forcing a pump jam. However, it was reported that hand cranking was able to be performed without issues (i.e., after the pump stopped). It should be noted that no other errors/messages (e.g., stop prx, stop lev, stop bub, stop art, overload, head, ect.) Were reported either by the user or by getinge field service. Therefore, a machine/software error or active intervention cannot be introduced as a possible root cause behind the reported event. Moreover, it is assumed that a machine/software error would have been reproduced during device inspection by getinge field service. It was reported that no fluid intrusion was identified or observed with respect to the hardware (assumedly, electrical connections). However, the inspection of the hl20 by getinge field service suggests intrusion of the odu connector by blood and fluid. It is assumed that the evidence of fluid intrusion may have been the presence of salts in or around the odu connectors. It is further assumed that the odu connector that contain the evidence of intrusion was the suspect roller pump as cited in the complaint. The possible root cause(s) of the event reported by the customer may include the following: - use of silicone tubing in the roller pump boot - fluid intrusion into the hl20-roller pump socket (odu) the description of the problem in the complaint mentioned that the pump was replaced, and the patient was ¿successfully rescued¿. While no mention of the post-operative status of the patient is made, it is assumed that the successful rescue of the patient implied no post-operative complications were observed. In conclusion, given the statement from getinge field service that the ¿device is working properly after the cleaning¿, assigning a specific root cause of the event to the product itself is challenging. Further, taking in consideration the successful rescue of the patient and no details of the postoperative status, attributing clinical complications to the patient secondary to the event is equally difficult." The reported failure could be confirmed but was not related to a device malfunction. However, the fst confirmed that the most probable root cause was determined as strong pollution on the odu connectors due to clotting blood and priming fluid. The review of the non-conformities has been performed on (B)(6) 2025 for the period of (B)(6) 2012 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2012. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The following instruction for use heart lung machine hl20 section should be followed in case of a "pump stop" heart-lung machine hl 20 2.2.4 general precautionary measures during use if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Please ensure that the cause of the interruption to the pump is remedied as quickly as possible and that the pump is started up again as quickly as possible. 9.1 cleaning always clean after each use. Only clean with a damp cloth. Do not rinse or spray the device with liquids. Clean the system regularly to remove any residual blood. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market on a significantly similar device to "hl20", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, "hl20" with catalog number 701043262. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in china. It was reported that a patient underwent bentall surgery with extracorporeal circulation on a hl20. Nearly 3 hours into the operation, the machine suddenly jammed, an alarm sounded and finally stopped working. The patient's heart was still in a state of cardiac arrest, which was life-threatening. The patient was immediately hand-cranked for extracorporeal circulation and the extracorporeal circulation perfusionist and anesthetist in the operating room next door were called to apply an ice cap and brain protection. The faulty pump head was replaced and the patient was successfully rescued. Since the pump stopped during patient treatment and that the patient's heart was still in a state of cardiac arrest, which was life-threatening, a report is required. Complaint ID: (B)(4).